Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that while trying to swap to a loaner automated impella controller (aic) an ¿impella defective alarm¿ appeared so they then tried to go back to the original console and received the same message. This issue is for the original aic. There was no reported patient harm. This complaint number two of three related reports. The other two related reports are complaint number (B)(4).

Manufacturer narrative:
The investigation of pump not detected has been completed. The console logs confirm that impella defective alarm was sent multiple times. The console's internal circuitry was inspected and no observable anomaly observed. The failure could not be reproduced when a similar known good pump was plugged into the console multiple times. The root cause of the impella defective alarm could not be determined as a console failure since it could not be reproduced. No problem found with this console during testing. D2 common device name revised on manufacturer device report in accordance with updated procedures.